Event description:
It was reported that the ventilator had hw fault alarm conditions and was stacking breaths. It was also reported that the ventilator would not cycle breaths. No patient harm reported.